Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD is expected to be replaced, however it remains in-service at this time. No adverse patient effects were reported. Additional information was received, this patient undergoing end of life care, and therefore there are no plans to replace the ICD. This investigation will be updated should further information be provided.